Manufacturer narrative:
Additional information was added to h4: device manufacture date - the devices were manufactured between 04/07/2021 to 04/14/2021. H10: ten (10) actual used devices and one companion sample were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was also performed including leak testing, and no issues were noted. Povidone iodine weight checks were performed, and no issues were noted. The returned samples all met specification and were found to be conforming product. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had iodine leakage. The home patient stated that they were unable to locate where the leaks were coming from; further stating, the iodine was outside the cap and the individual packaging was not opened. This was identified during unspecified process steps of peritoneal dialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.